Event description:
The customer reported that she was hospitalized with a low blood glucose of 37 mg/dl. The customer stated that she had been ill, and was asleep when her husband found her. The customer stated that she appeared to be confused, and her husband called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate as well. The customer stated that the insulin pump was not exposed to high magnetic fields. In addition, the customer stated that the battery cap is stripped. A replacement battery cap was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.